Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that there were automatic mode switch (ams) episodes from noise over-sensing on the patient's pacemaker and right atrial (ra) lead. The clinic will continue to monitor the patient. No intervention was performed, and the patient had no adverse consequences.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that there were automatic mode switch (ams) episodes from noise over-sensing on the patient's pacemaker and right atrial (ra) lead insulation damage was suspected on the ra lead. The clinic will continue to monitor the patient. No intervention was performed, and the patient had no adverse consequences.

Manufacturer narrative:
Correction: to b5 for missing insulation damage complaint.